Event description:
It was reported by the manufacturer's representative that the patient requested a longevity estimate, but they did not have the previous settings. The patient also mentioned an impedance/short issue but no details about it. The environmental/external/patient factors that may have led or contributed to the issue are unknown. It's also unclear if the patient had a while as they had an ins battery change often per normal eri. No diagnostics/troubleshooting was performed. The doctor discussed a lead/extension revision, but the patient declined to do that for now. The rep will follow up with the doctor on july 5th to get further details on the impedances issue value and where it is if they had charted it. The longevity estimate was also inaccurate as they didn¿t have old patient settings, so the doctor will relay guesstimated information to answer the patient's questions. Additional information was received from the rep that longevity estimated provided based on the following: lt: 0+1-2-3- 4.7v, 60pw. 150 hz, estimate based on 1000 ohms (as the patient didn't provide therapy impedances), battery voltage: 2.68v. Estimated provided: eri: 2.63 yrs. Eos: 2.88 yrs. The patient was implanted in jan 2022. The rep indicated a programming change to lower programming, and the patient is doing fine therapy-wise. Due to settings, the patient runs through batteries very quickly on the left side. The agent also indicated that the possible impedance issues on the lead/extension might lead to understanding why the battery is depleting so quickly.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2008, product type lead, product ID neu_unknown_ext, serial# unknown, implanted: (B)(6) 2008, product type extension. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_ext, serial/lot #: unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6)2008, explanted: product type lead product ID neu_unknown_ext lot# serial# unknown implanted: (B)(6) 2008, explanted: product type extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: neu unknown lead, implanted: (B)(6) 2008, product type: lead. Product ID: neu unknown ext, implanted: (B)(6) 2008, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the manufacturer's representative (rep) who reported the hcp was trying to see if re-progra mming was possible for the patient. They had the dbs for over a decade and is having expected disease progression. The hcp was also looking at x-rays to determine if there is an issue with system integrity.